Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with a pacemaker had passed out in the bathroom. Additional information provided that the patient followed-up with their physician and everything was normal, however the cause for the syncope remains unknown. The device remains in-service. No additional adverse patient effects were reported.